Manufacturer narrative:
The report of ¿unable to connect¿ to ipg was confirmed. Analysis of the returned ipg found it was inoperable and in service app mode due to an unrelated surgery that the patient reported having. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. System could not be recovered.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6)2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.